Event description:
An lcp volar distal radius plate, implanted approximately 3 months ago, broke post operative and was removed. Patient was revised to a longer plate.

Manufacturer narrative:
No investigation could be made, no conclusion could be drawn as no device was returned.